Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent hysterectomy and posterior vaginal repair due to stress urinary incontinence, uterine prolapse, and rectocele with relaxed fascial outlet. Following implantation the patient experienced recurrence of stress urinary incontinence, painful sexual intercourse and chronic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary and bowel problems. It was reported that the patient underwent mesh removal in 2008 due to protrusion. The patient underwent revision on (B)(6) 2009. No additional information was provided. (B)(4).